Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient this flotrac sensor displayed inaccurate values. The patient was not treated according to these values. There was no allegation of patient injury. The device is expected to be return for analysis; however, it has not been received yet.

Manufacturer narrative:
Updated section b5, d9, h6 (component code) h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was received for evaluation. The report of inaccurate values was not able to be confirmed, since no defect was found on the returned device. As received, both sensors of the flotrac kit zeroed and sensed pressure accurately on ev1000 and pressure monitor. No error message was noticed on the monitors. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance respectively for both sensors were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. Finally, no visible damage was observed from the unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further investigation was performed at the manufacturing site. Although the reported malfunction could not be confirmed as no defect was found, it could be verified that there are internal controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during use with patient this flotrac sensor displayed inaccurate values. The continuous cardiac output (cco) values displayed were 6-8 l/min when the expected values according to patient's status were 4 l/min. No error message was displayed. The incorrect values were ignored. The patient was not treated according to these values. There was no allegation of patient injury. Patient demographics unable to be obtained.